Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that all power and data ports on the controller are loose. No consequence to patient. No additional information.

Manufacturer narrative:
Additional information provided indicated that there was no damage observed to the port, aside from being loose. The user reported no alarms or loss of power. Excessive force was not applied by the user. It is unknown if an audible click was heard when connecting the power source to the controller. The replacement controller resolved the reported issue. One controller  (con102061) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed visual inspection because the controller port 1, port 2 and serial port connectors were loose from the controller housing. The port 1 and serial port connector's o ring gasket was displaced and the port 2 o ring gasket was found still on place. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Note: the controller was received with the old software version (smr upgrade not performed).   Loose connectors are currently being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.